Event description:
During a coronary drug eluting stenting treatment procedure a dissection of the left anterior descending artery occurred. The physician was implanting a taxus express2 3.00x20mm drug eluting stent. After deflating the balloon he experienced difficulty withdrawing the deflated balloon due to resistance. A dissection of the lad occurred due to the guide catheter. Further intervention was required but it is unk what the intervention was. The pt's status is reported as satisfactory/good. Additional info has been requested.

Event description:
It was further reported that the lesion was de nova with 100% stenosis. The physician was successsful in inflating the balloon on the first attempt. The taxus express2 drug eluting stent was introduced and removed from the guide catheter once before deployment. The balloon was inflated at 10 atm's for 20 seconds. The pt did not report any symptoms during inflation. The physician did not encounter any difficulty deflating the balloon. The dissection of the lad was repaired. The pt stabilized following catecholamine and the physician used an intra-aortic balloon pump and had another stenting procedure to repair the dissection.